Event description:
Used product received with a note inside the package stating "the blue stopper stuck". No pt or event info provided. No pt harm reported.

Manufacturer narrative:
Internal file no: (B)(4). The customer's report of a recessed smartsite piston was not confirmed. During visual inspection, the male luer collar was found separated from the set. No cracks or damage were noted on the collar. The smartsite ports were inspected for damage, cracks or recessed piston. No anomalies were noted during inspection. A dimensional measurement of the luer body was found to be within specification. No functional testing was performed as an obvious defect was identified. The root cause of the separated male luer spin collar was not identified.